Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with cracked keypad overlay and cracked reservoir tube lip. , the p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the accidentally went swimming with it last week and the screen is peeling up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.